Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done.

Event description:
Patient representative reported "pain", "swelling", seroma, "a significant amount of residual seri scaffold material present in the chest wall in the anterior wall flaps", "sleep disturbances", "chest heaviness", "thinning of the tissues", "tightness", "mental and nervous pain and suffering, fright, grief, anxiety, and apprehension¿, and aesthetic symptoms which were ¿disturbing¿. Patient complained that they experienced ¿chest pain, discomfort, tightness, and sleep disturbance¿ ¿hurt and injured in [their] health, strength, and activity, sustaining injury to [their] body, and shock and injury to [their] nervous system and person, all of which have caused and continue to cause permanent injury in [their] health and physical ability mental and nervous pain and suffering, fright, grief, anxiety, and apprehension.¿ per records, early 2015 patient underwent ¿double mastectomy with nipple preservation followed by bilateral breast reconstruction using tissue expanders and seri surgical scaffold. In (B)(6) 2015 patient underwent replacement of tissue expanders with silicone gel breast implants during which it was noted that there were sections of seri which were not integrated and were removed. In (B)(6) 2015, patient underwent revision reconstruction during which it was noted that ¿the previously placed seri scaffold was only visible on the chest wall. There was no seri scaffold noted on the mammoplasty skin flap which was in many parts non adherent.¿ in (B)(6) 2016, during another revision reconstruction, the surgeon ¿removed the remaining non-adherent seri scaffold¿ and placed non-allergan surgical scaffold.

Manufacturer narrative:
Device history record (DHR) results: from the review of the device history records for lot p14082201a, there is no evidence in the manufacturing history of lot p14082201a to suggest that a manufacturing error caused the complaint reported.

Event description:
Patient representative reported "pain", "swelling", seroma, "a significant amount of residual seri scaffold material present in the chest wall in the anterior wall flaps", "sleep disturbances", "chest heaviness", "thinning of the tissues", "tightness", "mental and nervous pain and suffering, fright, grief, anxiety, and apprehension¿, and aesthetic symptoms which were ¿disturbing¿. Patient complained that they experienced ¿chest pain, discomfort, tightness, and sleep disturbance¿ ¿hurt and injured in [their] health, strength, and activity, sustaining injury to [their] body, and shock and injury to [their] nervous system and person, all of which have caused and continue to cause permanent injury in [their] health and physical ability mental and nervous pain and suffering, fright, grief, anxiety, and apprehension.¿ per records, early 2015 patient underwent ¿double mastectomy with nipple preservation followed by bilateral breast reconstruction using tissue expanders and seri® surgical scaffold. In (B)(6) 2015 patient underwent replacement of tissue expanders with silicone gel breast implants during which it was noted that there were sections of seri® which were not integrated and were removed. In (B)(6) 2015, patient underwent revision reconstruction during which it was noted that ¿the previously placed seri® scaffold was only visible on the chest wall. There was no seri® scaffold noted on the mammoplasty skin flap which was in many parts non adherent.¿ in (B)(6) 2016, during another revision reconstruction, the surgeon ¿removed the remaining non-adherent seri scaffold¿ and placed non-allergan surgical scaffold.